Event description:
Healthcare professional reported left side capsular contracture baker unknown. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side no complaint against the device. It has been confirmed that the event of capsular contracture is not associated with the left implant. The device remains implanted.